Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer unable to deliver a correction bolus. Upon inspection from tandem technical support, customer had not set up personal profile settings prior to starting pump therapy. Customer¿s blood glucose level was 315 mg/dl. Reportedly, the customer adjusted the pump settings to resolve the issue and resume insulin therapy.